Manufacturer narrative:
The investigation confirmed there was no video, the battery was worn out and the programmable input processor terminal was corroded. There being no image could be caused by corroded contacts of the video connector socket, but a definitive root cause of there being no image could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse. Repair history was reviewed and no issues were found related to the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported that the no image occurred during the procedure. The scope was used to check the intubation tube for a single lung ventilation. The patient was under general anesthesia when the event occurred. The procedure was delayed a few minutes while the scope was replaced with a similar device to complete the procedure.

Manufacturer narrative:
During device evaluation at olympus, it was found the report of no image was reproduced. There was no image displayed due to corrosion of the contact area of the video connector. The battery was consumed and the programmable input processor terminal was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information has been received.

Event description:
The customer reported that the visera video system center had no image. There was no reported patient harm or impact due to this event.